Manufacturer narrative:
No button error alarms noted. All buttons functioned properly. However, the pump had moisture on the keypad traces, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons on the insulin pump were unresponsive. The customer's blood glucose was 471 mg/dl. The customer treated their blood glucose with a bolus. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.